Manufacturer narrative:
Pharmacovigilance comment: sanofi company f/u comment dated (B)(4) 2014, in this case, the causal role of suspect drug synvisc cannot be excluded for the event of right knee infection, however, pt's medical history of osteomyelitis and lack of info regarding concomitant medications used by the pt precludes the complete case assessment.

Event description:
Based on the add'l info received on (B)(4) 2014, this case initially considered as non serious was upgraded to serious as the event term of thick knee (swelling of knees) was upgraded to right knee infection (isolation of propionibacterium acnes) which is an important medical event as per the new ime list. This unsolicited device case received from (B)(6) on (B)(6) 2014 from an orthopaedic surgeon via a sales rep. The event term was updated from thick knee (swelling of knees) to right knee infection (isolation of propionibacterium acnes). The case involves a (B)(6) male pt who developed right knee infection (isolation of propionibacterium acnes) after receiving treatment with synvisc injection. The pt had a medical history of baker's cyst removal (1986) and implant removal (left upper jaw). Past drugs and concomitant medications were not reported. Concurrent conditions included osteomyelitis of jaw. No prior use of hylan g-f 20 was reported. On an unspecified date, the pt initiated treatment with intra-articular synvisc injection (dose, frequency, batch lot number and expiration date unk) into an unspecified knee for gonarthrosis. On an unspecified date, the pt received second injection. On (B)(6) 2014, the pt developed right knee infection (isolation of propionibacterium acnes). Reportedly, the pt had thick knee and twice effusion in right knee after each of two injections. On unspecified dates, microbiology culture of effusion (after second injection) revealed propionibacterium acnes and chemical examination was unremarkable (no crystals, rf 0). Action taken: unk. Corrective treatment: antibiosis with clindamycin phosphate (clindamycin). Outcome: recovering/resolving. A pharmaceutical technical complaint (ptc) was initiated with global ptc number 30526. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of info provided, no CAPA is required. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Add'l info was received on (B)(4) 2014, however, both the info was processed with csd of (B)(4) 2014. Ptc investigation report was added, pt's demographics (age and gender), medical history and concurrent conditions and laboratory test of microbiology culture were added. Seriousness of the case was updated, event term was updated to right knee infection (isolation of propionibacterium acnes) from previously reported thick knee (swelling of knees) and indication of the suspect drug and event outcome were updated. Seriousness criterion: the event was assessed as serious as per the new ime list. Physician's causality assessment: possible. Alternative cause: osteomyelitis of jaw after implant removal left upper jaw.